Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2013 for bile duct inflammation and common bile duct stone. According to the complainant, on (B)(6) 2013 the advanix preloaded biliary stent was deployed in the upper bile duct with its proximal side protruding 2cm from the papilla due to diverticulum present. The papilla was treated with balloon dilatation. The procedure was completed however, stone removal was not done. The patient was discharged with good condition. On (B)(6) 2014, the patient was rehospitalized for stone removal. The advanix stent which was placed on (B)(6) 2013 was found to have migrated more than 1cm into the duodenal wall and was stuck. The procedure was stopped and stent removal was rescheduled for (B)(6) 2014. The patient's condition was good upon completion of this procedure. On (B)(6) 2014, the stent removal procedure was performed. The proximal flap of the stent was buried in the duodenal wall making it difficult to remove, however, the stent was successfully removed. It was confirmed there was no perforation; however, bleeding was noted and a clip was placed at the affected area to complete the procedure. A stone removal procedure was planned to be performed the following week. The patient's condition at the conclusion of the procedure on (B)(6) 2014 was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for stent migration post procedure. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the stent was kinked from the proximal end and its proximal barb was kinked at the base. The stent was also noted to be discolored throughout. The noted damage most likely occurred while the stent was implanted possibly due to stent migration. Furthermore, stent migration and hemorrhage are known physiological effects of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication a review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2013 for bile duct inflammation and common bile duct stone. According to the complainant, on (B)(6), 2013 the advanix preloaded biliary stent was deployed in the upper bile duct with its proximal side protruding 2cm from the papilla due to diverticulum present. The papilla was treated with balloon dilatation. The procedure was completed however, stone removal was not done. The patient was discharged with good condition. On (B)(6), 2014, the patient was rehospitalized for stone removal. The advanix stent which was placed on (B)(6), 2013 was found to have migrated more than 1cm into the duodenal wall and was stuck. The procedure was stopped and stent removal was rescheduled for (B)(6), 2014. The patient's condition was good upon completion of this procedure. On (B)(6), 2014, the stent removal procedure was performed. The proximal flap of the stent was buried in the duodenal wall making it difficult to remove, however the stent was successfully removed. It was confirmed there was no perforation; however bleeding was noted and a clip was placed at the affected area to complete the procedure. A stone removal procedure was planned to be performed the following week. The patient's condition at the conclusion of the procedure on (B)(6), 2014 was reported to be good.